Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to occur as a result of exhibiting a high out of range pacing impedance measurements. Review of the rv channel revealed noise on the rv electrogram (egm). Review of rv lead trending found that approximately over the past year, the rv impedance and threshold measurements had risen. The health care professional (hcp) has been aware of the reported observations and continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to occur as a result of exhibiting a high out of range pacing impedance measurements. Review of the rv channel revealed noise on the rv electrogram (egm). Review of rv lead trending found that approximately over the past year, the rv impedance and threshold measurements had risen. The health care professional (hcp) has been aware of the reported observations and continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information has been received that this rv lead has been surgically abandoned and replaced. No adverse patient effects were reported.